Event description:
The following was obtained during clinical assessment: fluid leaking from central line insertion site. Event involved a 20g midline placed in the upper arm. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.